Manufacturer narrative:
Model number/catalog number: unk-m-72404155; model/catalog description: reservoir 65 ml pc/iz; common device name: device impotence mechanical/hydraulic.

Event description:
It was reported that the patient under went to a replacement surgery of an implantable penile prosthesis (ipp) device due to an unknown reason. No information about the patient outcome is available. Additional information was requested and it was confirmed device was not pumping up. Pump would get stuck when squeezed. No adverse patient effects.